Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent embolism); material deformation; incomplete device returned (stent not present on returned delivery system). Known inherent risk of procedure (stent embolism) (B)(4).

Event description:
Device evaluation: the hypotube was kinked 11cm, 17cm, 42cm and 70.5cm distal to the strain relief. The stent was not present on the delivery system; therefore the stent could not be evaluated for the reported damage. Crimp impressions were noted clearly on the balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology- 80 % stenosis, little calcification). No results available since no evaluation was performed (no device or cine images returned for review). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (patient lesion morphology- 80 % stenosis, little calcification). Unable to confirm complaint (no device or cine images returned for review). (B)(4).

Event description:
The physician attempted to deploy a 2.75mm diameter x 24mm length endeavor resolute rx drug eluting stent. The target lesion was in the cx proximal and exhibited 80 % stenosis, and little calcification. The lesion length was 24 mm. It was reported that the stent was advanced but it could not pass the lesion. When the stent was removed from the patient it was reported that the strut of the stent was damaged. There was no patient injury or clinical sequelae reported for this event. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿